Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00698. It was reported that the patient's leads were exhibiting high impedances. As a result, the physician explanted and replaced both leads. Surgical intervention resolved the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had a kink and two broken wires. The cause of the fractures is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.